Event description:
It was reported two (2) em2400 valve sets leaked. One bag contained iron (noted by its slight yellow in color); which ¿did not contain multivitamins¿. ¿another bag with only clear, colorless additives ordered, was pumped and found to be yellow in hue¿ the filling was stopped. ¿both bags were within tolerance level for accuracy, which is 3% standard deviation from order, but appeared to contain ingredients not ordered to be added into the bag. Upon inspection, fluid was found pooling around port 2¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Reported potential lot #: 60357851 or 60369370. Initial reporter address: (B)(6). Correction/removal report number: 3010291427-06/21/2022-001-c. The user facility submitted medwatch (B)(4) for this event. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: potential lot number 60357851 was manufactured between 30mar2022 and 31mar2022 . Potential lot number 60369370 was manufactured between 23may2022 and 24may2022. H10: two (2) devices were received for evaluation. During visual inspection, valve set port 24 was missing the valve core from the valve body and valve core port 14 and 19 incorrectly oriented of sample one and the valve set valve cores were incorrectly oriented of ports 2, 4, 6 and 23 of sample two. No further testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.